Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery area chipped and stopped in middle of rewind. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test and rewind test. No unexpected rewind anomalies noted. Device received with stripped battery cap coin slot(p), cracked battery tube threads, minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).